Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The codman perforator (ID 261221) was returned for evaluation. Device history record (DHR) ¿ there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the returned unit was found to have a proud weld upon visual inspection. A poor or inadequate welding can lead to disassembly of perforators. Root cause analysis ¿ the complaint was confirmed, the unit was found to have a proud weld, and this is the likely cause of the perforator disassembling. This issue is being investigated under a corrective and preventative action (CAPA)

Event description:
N/a

Event description:
A physician reported the nail of a codman perforator (ID (B)(6)) came off and disassembled when burr hole was opened. The metal and non-metal parts were separated. The surgeon was able to pull the metal part from cranium and confirmed no harm was made to dura mater of the patient. The procedure was completed with the same perforator. Fragments search and removal were implemented when the device came off and dismantled. It was confirmed that no parts of the product were left in the operating room, and there was less than 30 minutes of surgical delay. The patient recovered. The primary disease of the patient is chronic subdural hematoma. The manufacturer of the drill used with the perforator was anspach drill system and. According to information provided: it is unknown if an x-ray was taken to assure that no parts were left in the patient. It is unknown if the drill was electric or pneumatic. It is also unknown if the perforator clicked in place in the drill, and if the recommended spring tests were being performed between each burr hole.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.